Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one of 5 product, its needle had not connected to the thread from the first. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient harm.